Event description:
Patient was to be given heparin in 3ml, 25g sc needle. Registered nurse able to draw up med, but plunger was defective, and needle did not retract upon administration. Patient did not receive full 5000 units as ordered.